Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with loss of pacing in lbb due to lv lead dislocation. Lv lead (lbb) was explanted and a new lv lead was implanted in lbb. Should additional information be received, this file will be updated.